Event description:
During coronary bypass grafting x4 surgery, mitral valve replacement, aortic valve replacement on 6/3/98, the garrett dilator broke. Both pieces were retrieved. The pt was not injured.